Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2009 that a ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the cut wire of the ultratome was broken and sticking out from the bottom of the catheter. The event occurred outside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.